Manufacturer narrative:
Csz received a complaint stating the device stopped pumping during a case. The device was switched out and the procedure completed successfully. No patient harm or injury occurred. The user facility inspected the power supply board and found a fuse blown. The power board was returned to csz to investigate. Csz material evaluation confirmed a blown fuse on the power board. The facility replaced the power board and the device functions as designed. [(B)(4)].

Event description:
Csz received a complaint stating the device stopped pumping during a case. The device was switched out and the procedure completed successfully. No patient harm or injury occurred. This report was filed in our complaint handling system as complaint #: (B)(4).